Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impactor is worn.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the physical device was not returned, however photos were provided for review. After the review of the photos is possible to confirm the complaint. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no valid finished goods lot number was provided for this device.